Event description:
New information received notes that the infection was also noted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the event is reported to be related to implant procedure.

Manufacturer narrative:
Correction: (B)(4) should have been submitted with follow-up 3 of manufacturer report number 2938836-2017-34370.

Event description:
It was reported that the patient developed large hematoma and blister at the pocket incision site a day post-implant. The patient was put on anticoagulant and was closely monitored. Eventually, the device was eroded outside the pocket on (B)(6). The ICD system was explanted. The patient is being treated with antibiotics. A new system implant date is not scheduled yet. Patient¿s condition is stable.